Manufacturer narrative:
A getinge service technician was authorized for repair. Work performed on 2020-03-07 and 2020-05-15. As stated in service report 43284035 the head error was caused by the rotaflow drive. For that component a separate complaint (see record#(B)(4)) was opened. The console had no malfunction. Thus the reported failure could not be confirmed. As most probable root cause it could be confirmed that the rotaflow drive was defective (refer to record#(B)(4), your reference number: 8010762-2020-00104). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
A follow up emdr will be submitted when additional information becomes available.

Event description:
During maintenance the rotaflow console displayed head error. This behavior can lead to an unintentional pump stop. A patient was not involved. Complaint number: (B)(4).